Event description:
See initial report.

Manufacturer narrative:
The can timeout associated with the error code 441 was stored in the file on the date of the event. This error message indicates an interrupted communication of the internal can between the hkr (located in the panel) and the motor controller board hmr (located in the pump body). However, taking into account the presence of can disturbances and reset in the read-out, it cannot be ruled out that interference of high frequencies device in use next to the heart-lung machine could have contributed to the reported event. According to the complaints database review, no other similar issue has been submitted for the involved pumps. In conclusion, based on the analysis of the serial read-out, the most likely root causes of roller pump stop are: hardware malfunctions of internal electronic components and, more in specific, of the computer board hkr. Disturbances of high frequencies external devices used next to the s5 machine. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland has received a report that motor control error (e441) was displayed. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in united states. According to follow up with the customer, initially 2 suckers (pump 1 and 2) and the cardioplegia (pump 3a) screens turned blank (as if rebooting) and then came back on. The second time the same thing occurred for the 2nd pump with error message ¿short term internal malfunction¿ the third incident involved pump 3 and ¿fault in motor controller (441) pump 3a¿ appeared. The bypass was off at this time. Roller pumps were not over occluded. A field service engineer inspected the device and on first inspection could not replicate any fault. Serial read out (real time device parameters and setting recording file) of the pumps were collected and it was identified that a watchdog reset occurred and can timeout (441)(interruption of the can bus) occurred in the date of the event. These may have been caused by a defective hkr board and/or to electromagnetic interference from high frequency devices. The fse elected to change out the hkr board even if he did not reproduce the problems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.